Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately post-operatively the patient experienced distance visual blur. "Deviation from target refraction" is listed in the "adverse events" section of the rayone IFU. Additionally "patients unlikely to adapt to simultaneous multiple retinous images". The patient underwent an additional surgery one month post-operatively and the lens was explanted and exchanged for a monofocal iol. Post-operatively, the patient has reported marked improvement in visual satisfaction and function (including distance clarity). There is a period of adaptation with any intraocular lens implant referred to as neuroadaptation. Rayner has previously been advised by its medical consultants that this process can take up to six months to achieve in some patients and that approximately 1-3% of patients can never adapt to the functional style of the lens.

Event description:
On 26th september 2025, rayner received notification from a UK healthcare facility of an event that occurred following implantation of a rayone galaxy toric rao615x. The event description provided states that post-operatively the patient experienced immediate distance blur. The patient underwent an additional surgery whereby the lens was explanted and exchanged.